Event description:
It was reported that the patient experienced a loss of stimulation. It was noted that the patient had an end of service message. It was stated that the patient had an overdischarge in the (B)(6) 2010. It was noted that the patient performed a physician mode reset the day prior to this report be filed for 3 hours and then "woke up the battery." Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7495lz25 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID 7495lz25 lot# serial# (B)(4), implanted: 2002 (B)(6), product type extension product ID 74002 lot# n204032, implanted: 2010 (B)(6), product type adapter product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 3487a-33 lot# j0217084v, implanted: 2002 (B)(6), product type lead product ID 3487a-33 lot# j0216855v serial# implanted: 2002 (B)(6), product type lead (B)(4).

Event description:
It was reported that after the patient did the physician mode recharge (pmr) their device ¿woke back up and told them power on reset (por).¿